Event description:
It was reported that this pacemaker was found to be in safety mode. The patient is scheduled for a device changeout procedure. It was noted that the patient is not dependent on therapy. Technical services recommended returning the device for product analysis. At this time, the device remains in service. No adverse patient effects were reported.